Event description:
The event occurred in india during routine check. It was reported that the hl20 unit displayed the error message "safety-s". No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required in us. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2025. The failure could not be reproduced. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be determined, because the error could not be reproduced. Due to the age of the device (over 12 years old) the most probable root cause was determined as aging of the components. However, the failure can also be linked to the following possible root causes according to the hl 20 risk management file: fail of device because of: failure of motor, motor controller or control circuitry, failure of pump control board (pump stop), pump on/off defective, defective tacho, relay or pump belt. The review of the non-conformities has been performed on 2025-09-26 for the period of 2013-07-17 to 2025-09-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-07-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message safety-s" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.